Manufacturer narrative:
The genesisplus laser. S/n: (B)(4) was mfg (B)(4) 2011. The device was shipped to dr stein on (B)(4) 2011. The purchase of the laser includes 4 hours (0.5 day training allowance). The trainer has made repeated attempts to set up the device training. The laser owner has not responded with a date for training. Dr (B)(6) stated that she "borrows" the laser "a couple days a week" from dr (B)(6). Dr (B)(6) have not received the MFR's training. Dr (B)(6) stated she had used the device "about 5 times" when the event occurred. The pt did not report the adverse event to treatment provider. The pt came in at the f/u visit and complained that he was "very unhappy because of the wound on his toe." The exact treatment date is unk but dr (B)(6) stated the treatment was approx "1 month before" (B)(6). There was not a device malfunction. There have been no other report of adverse events. There is genesisplus educational and training material located on (B)(4) for device operator's to reference 24 hours per day. It is unk if pt medical history and treatment technique contributed to the adverse event. The pt did not seek medical care for the adverse event.

Event description:
In (B)(6) 2011, pt with onychomycosis received a genesisplus treatment on the toes. The pt returned approx 1 month later for a f/u appointment. The pt had a "full thickness burn on eponychium of the great toe" per treatment provider report. The pt did not report any adverse events to the treatment provider prior to the f/u visit.